Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo pocket revision.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.